Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that subsequent to a coronary stenting procedure, patient experienced myocardial infarction. On (B)(6) 2013, the subject underwent cardiac catheterization which revealed a lesion located in the middle segment of left anterior descending artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. It was treated with pre-dilatation, placement of 3.00 x 28 mm study stent and post-dilatation with 0% residual stenosis. On the same day, the subject experienced cardiac enzymes elevation (peak ck-mb: 10.33 ng/ml uln: 4.9 ng/ml) and the subject had myocardial infarction. No actions were taken in response to the event. The next day, the subject was discharged on dual antiplatelet therapy.